Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The devices were manufactured in 2010. The clinical evaluation indicated that the lab retrieval analysis concluded the root cause of the stem failure was fatigue fracture (initiation and subsequent propagation of fatigue cracking) and was most likely due to a lack of proximal support/bone ingrowth, as also noted in the operative note. The patient impact beyond the reported stem fracture and revision procedure could not be determined. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file, including but not limited to fatigue failure of stem, and overloading due to lack of bony proximal support. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The devices were manufactured in 2010. A clinical evaluation indicated that the lab retrieval analysis concluded the root cause of the stem failure was fatigue fracture (initiation and subsequent propagation of fatigue cracking) and was most likely due to a lack of proximal support/bone ingrowth, as also noted in the operative note (B)(6). The patient impact beyond the reported stem fracture and revision procedure could not be determined. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions for use document was conducted. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file, including but not limited to fatigue failure of stem, and overloading due to lack of bony proximal support. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The devices were manufactured in 2010. A clinical evaluation indicated that the lab retrieval analysis concluded the root cause of the stem failure was fatigue fracture (initiation and subsequent propagation of fatigue cracking) and was most likely due to a lack of proximal support/bone ingrowth, as also noted in the operative note. The patient impact beyond the reported stem fracture and revision procedure could not be determined. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file, including but not limited to fatigue failure of stem, and overloading due to lack of bony proximal support. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that patient had a total hip arthroplasty on (B)(6) 2013 and 5 years later started having pain. A bone scan confirmed loosening and failure of ingrowth proximal on the porous area and, intraoperatively, it was noted that stem was fractured and it was removed through an extended trochanteric osteotomy.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and as this complaint is being handled through smith & nephew's legal team, any responses to these queries are not immediately available to the members of smith nephew's complaint/regulatory team and are not expected to be available for several months. This is due to the delivery timeframe of patient medical information and device return being in the control of the patient's legal team, rather than smith and nephew. The smith and nephew legal team has confirmed that once any additional relevant complaint information is received, (i.e. Reason for complaint, part/lot numbers, patient medical records, surgeon, device availability, and dates of implantation/revision) it will be provided to the complaint/regulatory team, at which point the complaint and or medical investigation task will be reopened for investigation. Therefore, a clinical assessment cannot be performed at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.